Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the keypad buttons were tested and were found to be responding appropriately. The keypad cover was removed from the pump and found no contamination or defects to the button contacts. Unrelated to the complaint, the pump was examined and the audio bolus button cover was found to be intact but when the button was tested, it was found to be unresponsive to button presses.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a nonspecific keypad issue. There was no additional information available. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.